Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that on (B)(6) 2016, the atrial pacing impedance dropped to 303 ohms down from a trend in the 856-983 ohm range. Since (B)(6) 2016, 342 non-physiological paces with 2370143 successful paces. Atrial oversensing was not observed in save to disk electrograms. On (B)(6) 2016, atrial pacing impedance rose to 1059 ohms and then to 1562 ohms on (B)(6) 2016, up from a trend in the 856-983 ohm range. Lifetime maximum atrial impedance of 2265 ohms. A polarity switch was noted in the save to disk.

Event description:
It was reported that there was a polarity switch on the atrial lead due to low impedance. The polarity was then set to bipolar and far field r-wave oversensing was noted. The atrial sensitivity was then changed. Measurement values were taken in both unipolar and bipolar and the lead was again set to bipolar with programming changes. The patient will be monitored at device check-ups. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.